Manufacturer narrative:
Approximate age of device- 2 years, 11 months. The reported event of damage to the silicone jacket of the driveline could not be confirmed as no pictures were submitted for review and no product was returned for evaluation. The log files contained no low speed events, pump stop events, or any other indications of driveline damage. The hmii lvas patient handbook and IFU address how to care for the driveline. Additionally, they address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the driveline was in poor condition with multiple areas of rescue tape and bent areas. The manufacturer's technical service reviewed the log file and found no pump stops.